Manufacturer narrative:
The event product was returned to applied medical for evaluation. Upon inspection, engineering noted fragmentation of an internal rubber component of the seal. The rubber fragments returned matched the missing portion on the seal. The likely root cause of the damage to the seal is an instrument. Applied medical's instructions for use states that "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Laparoscopic total hysterectomy - "this is a complaint from the market. Administrative no. (B)(4). Please refer to the complaint sheet for investigation." Report from the sales rep - "the septum was found to be damaged when closing the incision." Initial investigation report by (B)(4): "the seal, the sleeve, the ddb, and a rubber fragment were returned to olympus and visually inspected. The reported damage to the septum was confirmed; the septum was missing a portion; the returned fragment approx. 7.7 mm x 8.4 mm fit to a part of the missing portion; no fragment fitting to the other part of the missing portion was returned. The other part measured approx. 4.3 mm x 4.3 mm; the shield had no visible damage; the ddb had been separated by the customer. The seal, sleeve, the ddb and the fragment will be returned to amr for further evaluation. Admin# (B)(4)." From septum checklist - "the customer was aware that he inserted the retrieval bag into the trocar with an excessive power." Patient status: no patient injury.